Event description:
The cuff protector, which is part of the packaging of the auraonce laryngeal mask, was broken. This was identified by the end user before use. The device was anyway put into the use. After use, the user noticed a small piece of the cuff protector in the patient's mouth. The small piece of mask protector was removed immediately from the patient mouth without any difficulty. Patient condition was not affected. Device functioned as per intended use.

Manufacturer narrative:
When customer opened the package, they noticed that the cuff protoctor was broken. Customer used the product regardless there was apparent damage to cuff protector. The piece of broken cuff protector that was said to be found in the patient's mouth, was received for investigation. The reason for the cuff protector damage can not be established. The intention of the cuff protector is to protect the cuff during transport and storage. A substantial force is necessary to break the cuff protector. If any parts of te product (including the packaging) are damaged, the product must not be used. The device functioned as it should per device intended use.